Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information with no response. As the device is not returned, no other information is available at this time to determine any other probable cause and/or the exact cause of the event. If the device is received an investigation will be conducted and a follow up will be submitted if required.

Event description:
It was reported that the patient's device was taking longer to charge than normal. The patient stated they were experiencing shortness of breath due to the event. A replacement device was sent to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.